Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: during a visual inspection of the pump the battery compartment was found to be cracked. No evidence of moisture contamination inside battery compartment. There was evidence of moisture behind the display lens. The pump powered on with the returned battery cap with audible tones and constant vibration. The battery cap was able to fully tighten. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and evidence of moisture contamination was observed throughout the inside of the pump. A leak test showed a leak in bolus button cover. Unrelated to the complaint, the display remained blank due to moisture in the pump. The download failed due to internal moisture contamination. The complaint of intermittent power was not duplicated during investigation, however, moisture ingress was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).